Event description:
It was reported that during a bariatric sleeve procedure, on fifth firing with a green cartridge, the device stapled on one side and not the other side. The surgeon noted the device felt crunchy during firing. This occurred on the last firing. Black and green cartridges were used prior to the event. Seamguard buttressing material was used. Suture was used to complete the procedure. It was noted that an additional diagnostic test was performed on the patient as a result. The type of diagnostic test was unknown at the time of the call.

Manufacturer narrative:
(B)(4). Additional information: photo analysis conclusion: based on the photographic evidence of the subject ecr60g cartridge, the event description of unformed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. The hands-on 00000 analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what type of diagnostic test was performed? Was the device in the articulated position when fired? How many of each color cartridge was used? Was the same device used to complete the procedure? Additional information provided from call with the surgeon: patient¿s post-operative care has not been changed and he is doing well. What type of diagnostic test was performed? CT scan. Was the device in the articulated position when fired? No. How many of each color cartridge was used? 1 black 4 green. Was the same device used to complete the procedure? It was the last firing so he sutured to finish.

Manufacturer narrative:
(B)(4). Although the patient received a CT scan there was no medical intervention required and therefore the file is being considered a malfunction. If further details are received at a later date the file will be re-reviewed and a supplemental medwatch will be sent.